Event description:
Staff member was attempting to engage safety device of needle after a blood draw in an inappropriate manner, patient jumped and the staff member was stuck in the right index finger with the needle. Source patient testing revealed a (B)(6) . Staff member titer showed no immunity to (B)(6). Staff member given (B)(6) booster and hep big to booster immunity.